Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I wanted to report a second ez-io needle issue for my organization where our clinical team had an issue where the needle once inserted would not separate from the hub. Lot #- my team was not able to save the package as it was thrown away by the on-scene ems team. Size 45 mm-blue needle. We are a critical care and ground medical transport team - this was our air team. On scene the ems team inserted their needle and our needle was removed without harm to the patient.